Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported prior to the attempted implant of this 26mm transcatheter aortic bioprosthetic valve (tav), in a patient with heavy arteriosclerosis obliterans (aso - also known as peripheral arterial disease or pad) disease, femoral artery access was not possible. Therefore, vascular access was achieved via the left axillary artery. A pre-implant balloon dilation was performed successfully. At this phase, the patient's blood pressure decreased a bit, but was corrected with medication. The medtronic delivery catheter system (dcs) and loaded valve were inserted into the patient and advanced to the aortic annulus without issue. During the attempted deployment the valve frame opened as expected, but the position was too high (0mm). The valve was re-sheathed into the dcs. During the re-sheathing, the valve and dcs dislodged to the supra-annular position. The valve was fully re-sheathed and a second deployment attempt was performed. However, again the position of the valve was suboptimal with "a lot of parallax and the shape of the valve was not good looking" possibly due to an implant depth that was too high. At this time, the patient's blood pressure crashed and epinephrine medication was administered. The valve was fully recaptured into the dcs and it was withdrawn from the patient. The patient's blood pressure remained low and cardiopulmonary resuscitation was initiated. It was also noted the patient experienced "own [heart] rhythm occasionally". An echocardiogram was performed and it revealed cardiac tamponade with a significant accumulation of fluid. Subsequently at least two liters of fluid was drained from the pericardium; however, it remained unclear where the significant "leak" originated from. Despite the resuscitative measures, the patient did not regain consciousness with exitus on the same day. It was noted recapturing the valve may have caused the significant accumulation of fluid.

Manufacturer narrative:
A. Select patient information cannot be included in the regulatory report due to regional privacy regulations. D. Continuation of d10; other medical products in use during the event include: brand name: evfxplus-26; medtronic product ID: evfxplus-26 (serial: (B)(6); product type: 0195-heart valves; implant date: not implanted brand name: l-evolutfx-2329; medtronic product ID l-evolutfx-2329 (lot: 0013107280); product type: 0195-heart valves; implant date: non-implantable medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a non-medtronic guidewire was used during the procedure. Additionally, a 14 french non-medtronic sheath was also used during the procedure. The patient was rapidly paced during valve implant.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: e1 (facility name and address). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, a non-medtronic guidewire (boston safari) perforation approximately 8 centimeters wide occurred. Per the physician, it was likely that the non-medtronic guidewire moved while positioning the delivery catheter system (dcs). The significant "leak" referred to the fluid acculturation in the pericardial sac.

Event description:
Additional information was received that the perforation was in the posterior of the left ventricle. Per the physician, the cause of death was a perforation of the left ventricle and the valve and dcs could be excluded as contributing factors.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.